Manufacturer narrative:
(B)(4).

Event description:
The patient had pain at the pocket site that radiated into the hip. The pain was not shocking or related to the patient's underlying back pain; it lasted three days and resolved on its own; there was no known related accident or incident. Upon checking impedances, values were greater than 10,000 ohms on combinations involving electrodes 0, 1, 2, 3, 6, and 7. Electrodes 4 and 5 were greater than 10,000 ohms on the 0-7 side and were within normal range on the 8-15 side. The patient mostly used group b (3 programs) which had impedances of 878, 608, and 721 ohms. The implantable neurostimulator was reprogrammed resulting in good coverage. The patient did not experience any change in the stimulation and the therapy for her back pain was good.